Manufacturer narrative:
The product was not returned for analysis. Complaint history and product history records were reviewed, and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that after an intraocular lens (iol) implantation procedure, the patient experienced visual disturbance. Subsequently the lens replaced with an unspecified monofocal. The clinical reason for explant was loss of visual fields. Additional information has been requested but is not available at the time of this report.